Event description:
It was reported "appears to have been an insect (part of) leg or wing in the sterile custom PICC kit."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded. The complaint of foreign matter within the packaging was inconclusive due to the sample condition. The product returned for evaluation was an opened PICC kit. The kit was received wrapped in two csr wraps. Once the wraps were opened, the kit was observed to have multiple kit components present, but they were found outside of their original packaging pattern as they were not in their packaging slots. The components appeared unused and free from residual material, except for the lidocaine vial. The lidocaine vial was received empty, it had been broken along the score lines on the vial. The catheter was found within the packaging tube and the packaging tube was found within the intended packaging retention slot. A tan foreign object was observed in the packaging tray, in the depressed component cavity along the catheter retention slot. The foreign body was measured to be 0.30¿ wide and 0.09¿ high. The foreign body was examined microscopically. The material appeared to be organic in nature. The coloration included brown, tan, and clear iridescent sections. The foreign matter appeared to be from an insect origin but could not be identified with certainty. Possible contributing factors include contamination during the manufacturing/packaging process or after the kit had been opened. Because the kit had been opened, it cannot be concluded when the foreign object entered the tray. The end-item packaging facility has been notified of this complaint. H3 other text: evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 20dbe761 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "appears to have been an insect (part of) leg or wing in the sterile custom PICC kit."